Manufacturer narrative:
Relevant tests/laboratory data unk. The device was not returned, thus investigation could not be completed.

Event description:
A percutaneous coronary intervention (pci) commenced to treat a chronic total occlusion (cto) of the patient's mid right coronary artery. The physician chose to use a spectranetics 9f elca coronary atherectomy catheter. The physician performed four passes through the lesion, all with a continuous forward motion. The elca device sat, lasing at the cap of the lesion for approximately three seconds for either three or four of the passes. After treatment, the elca device was removed with ease. Approximately fifteen minutes later, the scrub tech noticed that the radiopaque marker band was not seen at the device's distal tip. Fluoroscopic images were taken, and the physician stated he was sure the marker band was out of the body. The polymer coated wire that was used concomitantly with the elca device was removed from the patient as well. The physician used another guide wire to re-cross the lesion, and the procedure was completed using a rotablator, a balloon and a stent with no reported patient harm. This report captures the elca device in use when the device's marker band detached, requiring intervention.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 15 mar 2022. G3): device evaluation and investigation were completed on 31 mar 2022. H3): the device was returned and evaluated by a cross functional team. Upon the initial observation, the distal marker band was completely covered by a charred substance that was identified as biologics. With the biologics removed, the distal marker band was present in its entirety and in good working condition. However, at the device's distal tip, there was severe epoxy erosion. Historically, the manufacturer has seen this type of damage at the distal tip when lasing is performed to treat a chronic total occlusion (cto) when there is insufficient flush at the distal tip. Flush is needed at the distal tip to absorb the energy emitted by the laser, and a saline infusion protocol is present within the device's IFU. H6): the device evaluation concluded there was inadequate flushing at the distal tip of the device. This has been determined to be a use related failure.